Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two weeks after the implant procedure, the implantable cardiac monitor (icm) undersensing pause episodes. Device reprogramming was recommended. The device remains in use. No patient complications have been reported as a result of this event.